Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. The pump was received with cracked case at display window corner and minor scratched display window.

Event description:
The customer reported via phone call indicating a button error alarm on the insulin pump. The customer's blood glucose was unknown. The customer stated that she started a new sensor and the pump alarmed button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.